Event description:
It was reported that the olympus flushing pump exhibited captured patient impact unit was becoming load and failing to work as expected . The issue occurred during unknown procedure, which was completed using the same device. No patient harm was reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.